Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. A root cause has not been identified. (B)(4).

Event description:
A consumer reported strong glistenings and an unexpected postoperative refraction of -10 dpt. The reporter is unwilling to provide further information.